Event description:
During a hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. After activating the device, the customer was not able to release the powder. This event happened twice, with two (2) different hemospray devices of the same lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2: suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Investigation evalaution: for the first returned device, our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The returned catheters did not appear to contain any powder. When tested as returned, the device did not spray. A hissing sound was observed when the activation button was pressed. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray as intended. The device was disassembled and it was discovered the low pressure valve tube leading to the powder chamber was connected to the incorrect peg. This indicates that co2 was not traveling into the powder chamber and through the device as intended. Powder was seen in the tubes between the powder chamber and on/off valve as well as the tube between the powder chamber and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the powder chamber showed the cannula contained loose powder and the hole in the bottom of the powder chamber was found to be clear. For the second returned device, our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. A hissing sound was observed when the activation button was pressed. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray as intended. The device was disassembled and it was discovered the low pressure valve tube leading to the powder chamber was connected to the incorrect peg. This indicates that co2 was not traveling into the powder chamber and through the device as intended. Powder was seen in the tubes between the powder chamber and on/off valve as well as the tube between the powder chamber and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the powder chamber showed the cannula contained loose powder and the hole in the bottom of the powder chamber was found to be clear. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was confirmed that the device was unable to spray due to the tubing between the powder chamber and low pressure valve being incorrectly placed. A corrective action has been initiated concerning tubing being misassembled on the low pressure valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated concerning tubing being misassembled on the low pressure valve. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report is only confirmed due to the product¿s association with lot number w4180860. Tubing and low pressure valves were found to be misassembled on devices from this lot number during complaint investigation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined, however other devices from the reported lot were confirmed to be misassembled. A corrective action has been initiated concerning tubing being misassembled on the low pressure valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated concerning tubing being misassembled on the low pressure valve. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostats. After activating the device, the customer was not able to release the powder. This event happened twice, with two (2) different hemospray devices of the same lot number. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.